Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned. Visual and functional inspection was performed on the returned device. The deployment difficulty was not confirmed as the stent was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported deployment issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a mildly tortuous and heavily calcified lesion in the common iliac. The 10x80mm absolute pro vascular self expanding stent system (sess) was advanced to the lesion however the stent was difficult to deploy. A 10x60mm absolute pro vascular was advanced and was also difficult to deploy. Another device was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.